Event description:
Surgery took place to remove hardware from a successful fusion. Doctor had difficulty removing a screw due to instrument malfunction. This event caused a surgical delay of more than 30 minutes.